Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the pump powered up normally but did not display the verify screen. The display was blank. The pump was opened and a cracked display screen was found. The damaged screen was removed and replaced with a test display screen. The test display properly showed the normal startup screen. The allegation of a dim and fading display could not be duplicated as a result of the damage to the display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.